Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt had previously gotten the device "caught in chair" and had surgery to fix it although the device was not replaced at that time. Following the surgery, the pt reported she now has "a short" in her device. The pt did state the pain mgmt doctor was going to try changing battery to see if that would help. No symptoms or additional info were reported regarding either event. Additional info has been requested; a f/u report will be submitted if additional info becomes available.